Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilation. However, on initial inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.